Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2207503 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured while the user was retracting the device back. Hemostasis was achieved with manual compression for 20 minutes. Patient hospitalization was extended for 2 hours as a result of the event. There was no reported patient injury. The patient had minimal calcium in the vessel. The device was used in an interventional procedure. A 5f non-cordis sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage to the sheath after removal. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity superior to the end of the sheath. The device was stored and prepped per instructions for use (IFU) and opened in a sterile field. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device with non-cordis sheath will be returned for evaluation.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured while the user was retracting the device back. Hemostasis was achieved with manual compression for 20 minutes. Patient hospitalization was extended for 2 hours as a result of the event. There was no reported patient injury. The patient had minimal calcium in the vessel. The device was used in an interventional procedure. A 5f non-cordis sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage to the sheath after removal. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity superior to the end of the sheath. The device was stored and prepped per instructions for use (IFU) and opened in a sterile field. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device with non-cordis sheath will be returned for evaluation.addendum: product evaluation revealed that the sealant was prematurely deployed.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured while the user was retracting the device back. Hemostasis was achieved with manual compression for 20 minutes. Patient hospitalization was extended for 2 hours as a result of the event. There was no reported patient injury. The patient had minimal calcium in the vessel. The device was used in an interventional procedure. A 5f non-cordis sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage to the sheath after removal. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity superior to the end of the sheath. The device was stored and prepped per instructions for use (IFU) and opened in a sterile field. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed, the syringe was received connected to the device with the stopcock open. The sealant was not in manufacturing position, and it was exposed to blood. The procedural sheath was returned inserted in the device, not attached to sheath catch. Per microscopic analysis crystalized residues in the proximal side port tubing was observed. The sealant was observed out of manufacturing position. A longitudinal tear was observed. Per functional analysis, inflation/deflation testing was not performed on the balloon of the returned device since longitudinal tear was observed during microscopic analysis. A product history record (phr) review of lot f2207503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural or handling factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.